Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. >based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirms the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirms the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. This ICD remains in service. No adverse patient effects were reported.